Event description:
It was reported that an er420 was used during a colectomy procedure. It was reported by the affiliate that the instrument was spitting (ejecting) clips. There was no consequence to the patient.